Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and a non-edwards three-way stopcock at the proximal injectate hub was returned for evaluation. The balloon was found to be ruptured at the central area of the balloon latex and the balloon was inverted to the distal side. After pulling the balloon latex back to the proximal side, it was found that the ruptured edges of the balloon latex were not able to match up. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body, balloon bonding sites or returned syringe was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. It is unknown if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the clinician was unable to manipulate the balloon during surgery. The catheter was removed and the balloon was found to be ruptured. The balloon inflation test was performed before use without problem. Patient demographic information requested. Patient identifier and gender obtained; however, age and weight were not available upon request. There were no patient complications reported.